Event description:
It was reported to philips that the system did not startup as the software was not booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was down, and the system was not getting on. Upon troubleshooting, the philips field service engineer (fse) checked the system and found that the software was not booting. The fse tried multiple restarts, but issue persists confirming an issue with corrupted software. To resolve the issue, fse reloaded and upgraded software 2.2.7 and restored all configuration backup. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.